Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent primary surgery on (B)(6), 2012. Patient fell and revision surgery was performed on (B)(6), 2014 due to suspected tibial loosening. It was found the tibial was not loose, but the medial collateral ligament had been damaged. No further information has been received.